Manufacturer narrative:
There was no allegation of a malfunction of the casters, as it was reported that the consumer wants to casters changed to a different style out of personal preference. Multiple attempts have been made for additional information to clarify the event of the wheelchair tipping over backwards after hitting a table. It is unknown how the wheelchair tipped over backwards, as it was reported that the wheelchair had anti tippers in use. No allegation of any malfunction was reported. If additional information should become available, this record will be updated accordingly. User¿s manual review (1106638 rev. C, page 12) - invacare strongly recommends that anti-tippers be used at all times.

Event description:
End user mother stated that her sons wheelchair tipped over and he hit his head. Her son was in the background and stated he hit his table and tipped the chair. End user mother stated she is unaware as to what happened. End user mother believes it is because the casters are not the right size. He flipped backwards she stated. End user mother did not take him to the hospital she said he had a bump on the back of his head. Update from consumer affairs on 5/24/2016: end user mother stated the chair has anti tippers on the chair and he hit the table causing him to tip over. He did not receive medical attention but bumped his head and is ok. End user mother said he wants the gray casters not the black ones because he wants the grooves in the tires. There is no alleged malfunction they just want the same tires that were on the chair he used to have. Update from consumer affairs on 6/6/2016: end users mother stated she is not sure why her son tipped but she felt it was because he ran into the table and she feels that the casters need to be the same as the prior chair he had. Dealer said they already ordered new casters and they are replacing them so it is like the chair he was used to.